Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported complaints appear to be related to operational context. There was no leak noted to the balloon during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the heavily calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon likely became damaged, ruptured, and resulted in an inflation issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the distal right coronary artery (rca) with heavy calcification, mild tortuosity and 75% stenosis. Pre-dilatation was performed and and an attempt was made to deploy an unspecified stent. The 3.0x15 mm nc trek neo balloon dilatation catheter did not cross due to resistance with the anatomy. The same nc trek balloon was advanced again but during use the balloon would not inflate and it was suspected to be ruptured. A non-abbott balloon was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.